Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Currently the aneurysm is 63 mm x 59 mm. The aortic neck is 21 mm below the renal arteries, 10 mm down it is 26, 14 mm down it is 28, 20 mm down it is 31, 25 mm down it is 31.3 and 28 mm down it is 32 mm in diameter. It was reported that the bifurcated stent graft migrated and it is 4 cm below the lowest renal artery with a type ia endoleak present. The migration was attributed to neck dilatation. The patient will be monitored. No clinical sequelae were reported. Review of cta¿s from 6 years post-implant confirmed that the aneurx bifurcate has migrated into the sac and there is a proximal type I endoleak. The stent graft proximal od is 29mm. The proximal neck diameter is approximately 22mm at the renal arteries, and flares out to 35mm at the bifurcate proximal margin. The maximum aneurysm diameter is currently 6cm. There is also a possible type ii endoleak from a lumbar artery feeding the posterior sac. The ipsilateral limb and extension are positioned well into the right common iliac artery, and the contralateral limb is well sealed into the left common iliac artery. Both limbs are patent. No other stent graft issues are seen. Earlier post-implant images were not provided. The exact cause of the stent graft migration is uncertain; however, it is likely that disease progression with neck dilatation may have contributed.

Manufacturer narrative:
(B)(4). Exact date of event is unknown.